Event description:
It was reported that the patient presented for an unrelated cardioversion. Interrogation prior to the cardioversion revealed the atrial lead exhibited undersensing. Programming changes were attempted but were unsuccessful. During the programming changes, loss of capture was noticed on the atrial lead. Lead revision was discussed but not yet completed. The patient was in stable condition.

Event description:
New information noted the suspected cause of the reported events was atrial lead dislodgement. The atrial lead was explanted and replaced. The patient was in stable condition.